Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 104 mg/dl at the time of the incident. The customer stated that the pump was dead. The troubleshooting was performed and was advised to insert the new battery. Customer stated that the display did not return. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.